Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and esc button take more presses to respond, rainbow effect in sunlight affecting visibility. The customer's blood glucose value was unknown. The customer reported that the battery area was grooves down, had unexplained no delivery alarms, rewinding was slower than past. The insulin pump will not be returned for analysis.